Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was responsible for non-sustained right ventricular oversensing (nsrvo) alerts for noise. No changes or interventions were reported. There were no patient consequences.